Event description:
It was reported that an ilet user experienced repeated alert 38 indicating a motor stall while the device was charged and after multiple restarts; dosing was inaccurate and the user transitioned to backup therapy before later identifying a leaking insulin cartridge and resuming ilet use after changing supplies. Symptoms included hyperglycemia with a reported peak of 350 mg/dl and glucose above 180 mg/dl for over two hours, without ketone testing, medical intervention, or assistance required. Outcomes included temporary interruption of intended insulin delivery and user-performed corrective actions. Investigation included user interview and troubleshooting education focused on cartridge handling, rewind procedure, and connector attachment. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.